Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device after an interventional procedure. Fluoroscopy was performed to determine placement of the arteriotomy in the common femoral artery. It was reported that the first device was inserted without difficulty. Pulsatile mark was good. According to the physician, the device "never felt right" and a "pop" sound was heard. The device was then removed and discarded. There was no mention of an inspection of the device condition provided by the customer. A second device was inserted over a guidewire when the physician stated that "something did not feel right". He continued to insert the device and the foot was opened and apposed to the arterial wall. It was reported that a "pop" was felt. At this time the plunger was pushed. The physician was not able to pull back on the needle plunger or park the foot. The pt was taken to surgery for device removal. The arteriotomy was repaired using a graft. Although requested, no additional info has become available.